Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy manually, the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be firmly established. However, peritonitis is a well-documented complication in patients undergoing pd therapy that is most often caused by a breach in aseptic technique during the pd exchange. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing vomiting and cloudy pd effluent after doing manual pd exchanges since (B)(6) 2021. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic and a pd culture was obtained which yielded an elevated white blood cell (wbc) of 35, 000 and no organism growth. The patient is being treated with vancomycin 2 grams every 5 days for 4 doses on an outpatient basis. The patient is recovering and continues treatment with the fresenius cycler. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.